Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d8 (device serviced by third party) - revert it to blank. The product was returned with the membrane completely unfolded with traces of blood on the exterior and interior of the iab. The non-maquet sheath was returned over the catheter tubing. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27cm from iab tip. One kink was observed within the catheter tubing approximately 76.7cm from the iab tip. Pressure tubing, three-way stopcock and extender tubing were also returned. The fiber optic sensor fiber was found broken approximately 76.7cm from the iab tip within a catheter tubing kink. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the lumen break occurred, but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem.

Event description:
It was reported during the intra-aortic balloon (iab) therapy, that water was kept filling up the tubing. The iabp was replaced, but the same issue occurred with an internal communication fail error. Iabp shut it off and turned it back on and got multiple error messages. Pumps were red-tagged and sent to the cath lab. A pressurized tubing leak was suspected. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported during the intra-aortic balloon (iab) therapy, that water was kept filling up the tubing. The iabp was replaced, but the same issue occurred with an internal communication fail error. Iabp shut it off and turned it back on and got multiple error messages. Pumps were red-tagged and sent to the cath lab, autofill failure alarm was also reported. A pressurized tubing leak was suspected. There was no patient harm or injury reported.